Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered an inappropriate shock due to oversensing of noisy signals on the right ventricular (rv) lead channel. The shock triggered code 1005, indicating there was an open circuit condition during shock delivery. The physician decided to turn off therapies off and admitted the patient. Technical services (ts) reviewed the reports and noted the pacing and shock impedance values suddenly increased. The impedances were out of range. The thresholds also stopped collecting data. Ts provided following actions. The device remains in use. No additional adverse patient effects were reported. Additional information received indicates that the patient was transferred and admitted to a complex implanting center for lead replacement. However, it could not be confirmed if the changeout occurred. With the given information, the device remains in use. No adverse patient effects were reported.